Event description:
Boston scientific crm received information that this left ventricular lead had dislodged. A revision procedure was performed; the lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.